Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The suture was fully deployed and had been cut. The tamper tube and collagen were also returned, and the collagen was not tamped. The anchor was not returned with the device. The complaint was confirmed for a potential closure issue. The exact root cause cannot be determined. The likely cause was determined to have been improper deployment technique resulting in the reported event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that as per the normal procedure, while holding the insertion sheath, the device handle was pulled back until it locked into the rear position. When the device/sheath assembly was attempted to be withdrawn, it came out without any resistance. The physician assumed that hemostasis was successful and proceeded to cut the suture as per the normal procedure. However, hemostasis had not actually been achieved, and the collagen sponge, which should have been inside the patient's body, was discovered outside the patient's body and retrieved. Manual compression was applied for thirty (30) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The anchor was not found outside the patient's body. Considering the possibility of peripheral embolism, an angiogram of the lower extremity was performed; however, no problems were found. Therefore, it was determined that there was no health harm. The blood loss was less than 250cc. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 7 mm. There was no patient injury and/or medical or surgical intervention required. No equipment or other devices were used with the angio-seal.